Event description:
It was reported that the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken where in the entire system was explanted on (B)(6) 2022. It is unknown which lead was at fault.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186 , UDI:05415067017246 , serial: (B)(4), batch:(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.